Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a device put in back in mid 2000¿s. Their body started rejecting it at 11 months of having it (it gave them their life back having it). They had an unexpected visit to the doctor's office and were told there was infection so it had to be removed due to their body rejecting the battery pack. 3 months of healing and open hole because it had to be debrided and kept open. Nurses coming in 2 times per day to unpack, clean, and repack the open wound. It had the heal from the inside out and took about 6 months to heal completely.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.